Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 61 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 35 mm in diameter and 45 mm in length. The right common iliac artery measured 17 mm in diameter. The left common iliac artery measured 18, 17, 16 mm in diameter. The proximal aortic neck was mildly calcified. The iliac arteries were moderately calcified. The access vessels measured 8 mm in diameter. There was calcification and stenosis in the left access vessel. It was reported that during the index procedure, the endurant bifurcate was implanted just above the aortic bifurcation. There was still 3 cm seal zone below the renal arteries, and thus, the physician elected to implant the valiant stent graft into the endurant bifurcate. The patient had renal insufficiency prior to the procedure so the imaging was done with minimized contrast. The physician was unable to assess the femoral vessels thoroughly due to the non-contrast imaging. The non-contrast imaging showed calcification and stenosis in the external iliac artery. As a result, there was difficulty positioning the valiant delivery system. The physician had difficulty advancing the delivery system up via the left external iliac artery. A bigger sheath and dilators were used and the delivery system was finally able to be advanced up to the renal arteries. Upon deployment of the stent graft, the delivery system moved proximally due to resistance in the iliac artery. The physician pulled the delivery system back down to where the physician thought was below the renal arteries. However, after the stent graft was deployed, it was determined that the physician had not really pulled the delivery system distally, but that the whole aorta had moved down with downward pressure. The stent graft was inaccurately delivered. The left renal artery was completely covered. The right renal artery was partially covered. The physician then inserted a guidewire into the right renal artery, but the physician was unable to advance another manufacture's balloon to the vessels. The physician placed a dialysis graft in the patient and the procedure was completed. Per the physician, the cause of positioning difficulty and inaccurate delivery of the stent graft leading to unintentional coverage of the renal arteries was due to the calcium and stenosis in the iliac artery. Their creatinine did increase to 4 so the patient had dialysis.